Event description:
The manufacturer received information alleging a ventilator inoperative condition had occurred prior to patient use. The device was replaced with another device. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The system error log confirmed a fluctuation that the flow sensor had exceeded the specified range. The device's flow sensor was replaced to address the issue. After replacing the part on the device, a final and run-in tests were performed on the device, along with the battery and valve checks. The device was found to be operational, and it was cleaned.